Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
The customer reported runaway error on single pump at hl20. Complaint (B)(4).

Manufacturer narrative:
The field service technician (fst) was sent for further investigation. No service report is available, as the reported failure could not be found. The roller pump module will be returned to the customer. The reported failure "run away" could not be confirmed. A defective motor with a "runaway" error was already investigated in sap complaint (B)(4). According to the investigation report (lce02505) the most probabale root cause for the rpm diff error is an erroneous motor tacho generator signal due to the carbon brushes (e.g. Stuck carbon brush). The hl 20 instructions for use was also reviewed on 2020-06-09 with the following outcome: extreme and sudden changes in the flow rate, especially during pulsatile pumping can also lead to a "run away" alarm it is unknown when the event occurred, was the device being used for treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint: (B)(4).